Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a farawave was selected for use. At the end of the procedure, the physician was trying to collapse the catheter and felt it was really stiff. After removing the device, it was found that it was not flushing anymore. The procedure was already completed when the issue was found. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The device has been received for analysis. During product analysis the irrigation was not able in basket and flower shape, and there was a kink in the flush lumen. Based on the investigation findings, the "cause traced to device design" was selected as the most probable cause of the reported allegations.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a farawave was selected for use. At the end of the procedure, the physician was trying to collapse the catheter and felt it was really stiff. After removing the device, it was found that it was not flushing anymore. The procedure was already completed when the issue was found. No patient complications were reported. The device has been received at boston scientific post market laboratory.